Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
No button error alarm noted. Esc button did not respond due to corroded keypad traces. Displacement, basic occlusion, occlusion, prime, and no delivery tests were not performed due to unresponsive buttons. The device received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and scratched case.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 188 mg/dl. Customer removed the battery and reinserted it in the pump, but the issue was not resolved. Customer stated that the pump was taken to the doctor's office this morning and they could not do anything with it or access any information. Customer stated that it was about a month ago when the pump began acting unresponsive when he tried to turn the light on. Customer declined troubleshooting for high blood glucose levels. Customer mentioned that the pump has cracks and is also chipped due to wear and tear. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.